Manufacturer narrative:
Concomitant products: product ID: 748951, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3998, product type: lead. Product ID: 3550-39, product type: accessory. Product ID: 3550-39, product type: accessory. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3550-29, product type: accessory. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type: implantable neurostimulator. (B)(4).

Event description:
The healthcare provider (hcp) via the manufacturer's representative (rep) reported the patient had two implantable neurostimulators (ins) explanted due to failure. The patient's relevant medical history included complex regional pain syndrome type I. The first ins was noted to have been removed for normal battery depletion. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) [s/n: (B)(4)] found there were punchout holes in the #2, #3, and #7 grommets. Upon further review, evaluation conclusion code 11 and evaluation results code no longer apply to this implantable neurostimulator (ins).

Manufacturer narrative:
The ins (serial #(B)(4)) was returned, but analysis has not yet been completed.

Manufacturer narrative:
(B)(4).

Event description:
Additional review of the event determined the patient recovered without sequela.

Manufacturer narrative:
(B)(4). The ins (serial # (B)(4)) was returned, but no device analysis was performed; the device met risk based criteria.

Event description:
Additional information received from the healthcare provider (hcp) reported the cause of implantable neurostimulator (ins) failure was determined to be a slip and fall in (B)(6) 2014. An x-ray, taken on (B)(6) 2015, showed that the lead was likely fractured. Symptoms related to the failure included increased pain in the right lower extremity. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.